Event description:
It was reported that the pulse generator exhibited cross talk. No intervention was reported. The patient was reported to be asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.